Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was performed. The device was within specifications and passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that there was low flow rate accuracy. There was patient involvement and no patient harm reported.